Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the station has not rebooted. There was a short period where the station lost network connection, which caused some login and authentication issues, but users were still able to use the station, so this wasn't the main problem. The tss stated that the actual issue was that the keyboard intermittently turned off or did not respond when touched. A windows setting that could cause this had already been disabled, and bluetooth was also turned off as a precaution. To fix the issue, a field service engineer (fse) powered off the station, the keyboard cable was reseated, the station was powered back on, and all drawers were tested using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the keyboard was unresponsive, requiring a reboot for use. Additionally, the station unexpectedly shut down and powered back on during login attempts, although it remained online in remote support service. There were no delay or adverse events or injuries reported based on this event.